Event description:
Ous MDR the physician reported: this device was implanted in march 2018 and in feb 2019 during follow-up I suspected a lead dislocation which subsequently was confirmed by fluoroscopy. I performed a surgical revision of the system to reposition the rv lead and during the procedure I encountered a problem unscrewing one of the two screws in the device header. The screw was just rotating freely without any traction. Somehow I managed to remove the lead from the header and repositioned the same lead to the rv septum with good injury current and sensing and pacing parameters but when I checked today the lead was dislocated again. On another revision I encountered the same problem with unscrewing the leads from the header of the device for all the leads now. Actually only two screws unscrewed normally, all the other screws were really difficult to unscrew. I removed the lead completely and saw that the lead screw was also not working and stuck half-extended so I implanted a completely new lead but the real problem was to fix the leads in the device header again. Many header screw mechanisms were not working properly. I could not replace the device so I connected the leads to the existing device. The distal screw for the rv lead worked normally but the proximal screw rotates freely so right now I have high pacing impedance and inability to pace although sensing remains correct. High impedance and inability to pace was found just after the surgery, when testing the parameters with the programmer.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the bos battery status. Eight charging cycles were recorded in the devices memory. The memory content of the device was inspected. The trend data documented right ventricular pacing impedance values greater than 3000 ohm since (B)(6) 2019. The available iegms showed very small and partially no signals in the right atrial and left ventricular channels. The header of the ICD was visually inspected. The visual inspection revealed that the inner hexagon of seven set screws was damaged. Furthermore, the set screw of the rv is-1 indifferent channel was found completely rounded, so that screwing was not feasible. These damages indicate the presence of strong external forces during surgery and connection/disconnection of the leads. It cannot be excluded that a non-biotronik torque wrench might have been used, leading to the clinical observation. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. A sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal. There was no indication of a device malfunction. In addition, the manufacturing process of this ICD was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
The physician reported: this device was implanted in (B)(6) 2018 and in (B)(6) 2019 during follow-up I suspected a lead dislocation which subsequently was confirmed by fluoroscopy. I performed a surgical revision of the system to reposition the rv lead and during the procedure I encountered a problem unscrewing one of the two screws in the device header. The screw was just rotating freely without any traction. Somehow I managed to remove the lead from the header and repositioned the same lead to the rv septum with good injury current and sensing and pacing parameters but when I checked today the lead was dislocated again. On another revision I encountered the same problem with unscrewing the leads from the header of the device for all the leads now. Actually only two screws unscrewed normally, all the other screws were really difficult to unscrew. I removed the lead completely and saw that the lead screw was also not working and stuck half-extended so I implanted a completely new lead but the real problem was to fix the leads in the device header again. Many header screw mechanisms were not working properly. I could not replace the device so I connected the leads to the existing device. The distal screw for the rv lead worked normally but the proximal screw rotates freely so right now I have high pacing impedance and inability to pace although sensing remains correct. High impedance and inability to pace was found just after the surgery, when testing the parameters with the programmer.